Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6) 2018 and suture was used. During the procedure, while the surgeon was pulling through the tissue, the needle came off of the suture. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.